Event description:
It was reported that an asymptomatic patient's right atrial lead exhibited intermittent noise. No device intervention was performed and the lead will be monitored. The patient was stable.